Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump motor stopped prior to completion of the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/01/2016-device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: a review of the pump black box data and alarm history showed no rewind issue. During a visual inspection of the pump, the battery compartment was cracked in two places. During testing, the pump was exercised for 24 hours with no rewind issues occurring. The keypad buttons were found to function properly. The pump case was removed, and no evidence of moisture corrosion or damage on the motor flex connector was found. The complaint of a motor rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.